Event description:
It was reported that no disposable clamp tubing alarm occurred. Alarm stopped yet double beeping. The device powered off and line clamped. Cassette was removed and tubing massaged. Air was noticed. The patient had difficulty reconnecting cassette. Cassette attached and powered on. Continued to alarm no disposable pump won't run. Powered off and line is clamped. Patient will proceed to appointment. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.